Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the operation pipe of the handle section was broken, the loop had been detached from the insertion portion, the loop was not returned, the insertion portion was severed near the handle section, and the severed areas revealed the shape that were cut mechanically using a tool. A root cause could not be identified. Based on the results of the investigation, the likely mechanism causing the reported event may be the following: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed or broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during a therapeutic colonoscopy and removal of a large pedunculated polyp in the sigmoid colon, the single use ligating device could not be detached by pushing the handle forward. The wires protruded from the side of the handle and the loop could not be loosened. The loop was then detached without any problems with a loop cutter. The polyp was then removed in piecemeal without any problems with the same device type. The patient was reported to be fine with no complications afterwards. The customer reported they plan a sigmoidoscopic control in about five to six months. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.